Event description:
This patient had a left knee infrapatellar tendon repair performed on (B)(6) 2016. During the course of the procedure, a (B)(4) 2.0 drill bit (cat# 8054-011) being used in the procedure sheared in the patella and an approximately 2cm section of the bit remained fused in the patella. The entry point was examined and it was determined that the fractured piece was inaccessible, flush with the bone and irretrievable without doing significant damage to the patella. The md proceeded with the procedure using a second 2.0 (B)(4) drill bit. The second bit fractured in a similar fashion adjacent to the point of the initial piece. The procedure was again stopped and the bit fracture point was again reexamined. It was determined that the second piece was also irretrievable. The md then reassessed his surgical approach and proceeded with a larger diameter bit. The procedure proceeded to completion without further incidents or complications. X-rays were taken during the procedure to determine the position as well as any perceived potential harm that the retained bit heads could pose. The determination was made that attempts to remove the bit heads were contraindicated in this situation to prevent damage or destruction to the patellar bone. Patient discharged from facility without further incident.